Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other two proglide devices are being filed under separate medwatch report numbers.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the whole monofilament was loose and the needle tip was still attached to the rail end. The plunger, cuffs and link were not returned with the device, limiting the scope of this investigation. Based on the investigation findings, a posterior cuff miss occurred because the needle tip was returned without the posterior cuff and this confirmed the reported experience. There was no needle strike mark on the posterior foot. During the investigation, a proxy plunger was reinserted and the needle trajectory was acceptable. The most probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. A review of the finished product lot history record did not reveal any nonconforming material records that would have affected the reported needle to cuff miss event. There does not appear to be any indication of a lot specific product quality deficiency. The needle trajectory is checked twice during the manufacture of the device to help ensure that all products perform according to specifications. In addition, a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that arteriotomy closure was attempted in a non-calcified scarred right common femoral artery (rcfa) using a proglilde device, after an interventional procedure. Reportedly, when the physician retracted the plunger the needles did not capture the suture. Two additional proglides were attempted with the same result. Manual arterial compression and a non-abbott device were used to achieve hemostasis. There were no adverse patient effects, the patient did fine and was discharged that evening. A 7fr sheath was used with the closure device. The physician is trained in the use of the proglide device. Though requested, no additional information was provided.